Event description:
It was reported that following new system implant surgery, the pump was programmed to 24 mcg/day of lioresal 500 mcg/ml. The pt experienced post-operative weakness. Catheter imaging was done on (B)(4) 2010; the catheter tip migrated to t4 and then "looped" retrograde in direction. The pt was brought back to surgery within one day of system implant and a distal catheter revision was performed. The symptoms have resolved and the pt's status was improving following surgical revision.

Manufacturer narrative:
(B)(4).